Event description:
The event is reported as: an air leak was found at the adaptor. No patient injury reported.

Manufacturer narrative:
Device evaluated by manufacturer. At the time of this report the device sample was not returned for evaluation.